Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable insulation was damaged; rf head cable found out of electrical specification. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not power on. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.